Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found the battery drawer is contaminated. Analysis also found the upper case is broken and the serial number label is damaged. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement indicated.